Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 90% stenosis located in the distal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated 4 times at 8atm's for 6 second durations. It was reported that after pre-dilation an attempt was made to implant the stent however it failed to pass through the lesion. The stent was removed from the patient and noted to have burrs. The procedure was completed using another stent. The patient is reported to be alive with no injury.